Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance. Multiple spikes were noted, and alerts were triggered. Noise was also seen in multiple non-sustained ventricular tachycardia (nsvt) episodes. Fracture was suspected. The lead was explanted and not replaced due to occlusion. The lead was later replaced. In recovery following the procedure the patient complained of increased pain at the incision site. It was noted that a large hematoma had developed. Manual pressure, dressing wrap, and sandbag were applied. Medications were given for pain. The patient is a participant in the (B)(6) clinical study. . No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.